Event description:
It was reported that an atrial arrhythmia burden alert was received in the remote home monitoring system for this pacemaker. Review of the electrograms (egms) showed brief farfield r-wave oversensing on the atrial channel. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.